Event description:
"Customer reported: "I am writing to you from (B)(6), where we use the syringes, you supply. I would like to bring to your attention that the paper packaging is incredibly brittle, making it difficult to open them for sterile use. I have attached a photo of what it looks like when we open them."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.